Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od) . The lens was reported as excessive vaulting and the patient experienced a refractive surprise. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H6-investigation type 4110: lens work order search- two similar complaints were found. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 13.2 vticm5_13.2 -2.0/2.0/088 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Lens was replaced with a shorter length lens on (B)(6) 2022 due to excessive vault and refractive surprise. Problem is resolved. The cause of the event is reported as unknown. Claim# (B)(4).